Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, two months after the initial procedure, a CT scan was performed and it was determined a foreign body was left inside the patient. The detection system was used to determine and detect the foreign body was a sponge. After further investigation by the customer, the initial procedure did have a "clear" detection confirmation code attached to the electronic record; however, the scan shows being done and the patient's procedure was completed. The hospital is launching an investigation and have the console and mat picked up and replaced to make sure it is not faulty even though upon testing the console they found no issues. Re-operation was done to patient to remove retained sponge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, two months after the initial procedure, a CT scan was performed and it was determined a foreign body was left inside the patient. The situate detection system was used to determine and detect the